Manufacturer narrative:
On (B)(6) 2019, it was reported to mentor that the patient had undergone capsule repair on left side. The patient was diagnosed with t cell lymphoma and being followed with mayo implant. The patient reports she does not have the large cell lymphoma, that she has t cell lymphoma. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 10/28/2019, it was erroneously omitted to report that the conclusion code was known inherent risk of device . Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
It was reported that a 31-year-old female patient who underwent breast prostheses implantation with mentor smooth 325 cc saline implants developed recurrent left breast capsular contracture and underwent revision procedures on unknown dates. Per patient, the original device was not replaced throughout these procedures. The patient reported that she was diagnosed with t cell lymphoma post implantation and is being seen at the mayo clinic. She called in to find out the texture of her implants. The patient reiterated that she was not diagnosed with large cell lymphoma, however, her physicians want to know this information to see if there's a link for their records and studies and to recommend treatment for the patient. We did not have the patient's device information. The patient underwent explantation of devices on (B)(6) 2019, per recommendation of her oncologist, as she wanted to rule out alcl. The capsule pathology came back with report of high inflammation and no malignancy and the devices were identified as smooth at this time. The patient reported her right side looked smaller (like the saline evaporated) but they checked for leaks and there was none. The surgeon reported left side capsule was super thick. The patient reported she had back, shoulder, and neck pain due to the capsular contracture and that she is recovering but has not felt that type of pain since explantation. The right capsule was super thin (healthy). The patient reported her breasts looked asymmetrical and had different shapes, due to capsular contracture. It is unclear whether the patient believed her t cell lymphoma was linked to her breast implants, however, given that the device texture was unknown, and based on oncologist's recommendation, the devices were removed, this is being conservatively reported. No device issue, such as deflation, was noted. Note: breast pain code was removed. Reason for device explant and/or reoperation: surgical intervention, neoplasm malignant, capsular contracture manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: surgical intervention of unknown type. No information is available about lymphoma. Once more information will become available, the supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast augmentation with unspecified saline mentor breast implants and experienced breast pain in both breasts and also diagnosed with lymphoma. The patient experienced revision surgeries for an unknown reason without implant exchange or replacement. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch is for the left breast implant.